Event description:
It was reported that the customer's insulin pump froze and the buttons were intermittently responding slowly, if at all. The customer's blood glucose was 232 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No frozen display noted. The device had cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip. The device passed displacement test, rewind, basic occlusion, occlusion, prime, and no delivery tests.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.